Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the physician was performing a sling procedure, and when putting in one side of the mesh, the anesthetist asked the physician to stop, as the pt had gone into some kind of arrest. The surgery was stopped and an anesthetic emergency alarm was set off. Approx one hr later, the pt was revived and the physician finished the procedure and she was taken to ICU. The surgeons opine that the event was not related to the device, rather that the pt experienced some kind of reaction to one of the drugs that was given to her, which caused a shock or heart failure. The physician states that this is supported by the fact that once the anesthetic had worn off the next morning, the pt appeared fine.